Manufacturer narrative:
(B)(4). Customer complained on (B)(6) 2021 damage battery compartment. Insulin pump passed the displacement test. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked corner of belt clip rail, cracked battery tube threads, corroded battery tube, missing serial number and cracked retainer. The p-cap/reservoir does lock properly. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where cracked corner of belt clip rail is noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack at battery compartment. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.